Event description:
It was reported that a study control patient received a c5-c6 and c6-c7 bi-level anterior cervical discectomy and fusion with cortical ring allografts and a cervical plate system. Approximately 6 months postoperatively, the patient noted ongoing neck pain, which traveled into the left trapezius muscle. Treatment included a referral to a pain clinic. Approximately 25 months postoperatively, the patient had interlaminar epidural injection at c7-t1 with 80mg depo medrol by a pain specialist. Approximately 26 months postoperatively, nm bone spect was performed which showed increased uptake likely in c7 vertebral body and left c5-c6 facet joints. Approximately 28 months postoperatively, the patient had a left c5 nerve root block which helped the left shoulder quite a bit but the patient¿s neck pain was helped only modestly. Approximately 33 months postoperatively, the patient had a left c5-c6 intra-articular facet injection. Approximately 36 months postoperatively, the patient had a cervical CT which revealed incomplete fusion between c6 and c7. Additional treatments included gabapentin, tizanidine, darvocet, arthrotec, metoclopramide, dicyclomine, and aciphex. The patient was off orphenadrine and vicodin. Approximately 39 months postoperatively, the patient underwent a posterior cervical laminotomy, foraminotomy c6-c7, c7-t1 on the left with wiring, c6-c7 fusion with iliac crest bone graft. Per the operative report, the postoperative diagnosis was cervical non-union at c6-c7 with cervical radiculopathy. Medications on discharge included: flomax, oxy ir, valium, vicodin and robaxin. Approximately 41 month postoperatively the patient had x-rays performed. Additional treatment included a prescription for flexeril 10mg and the continuation of neurontin, darvocet, zanaflex and voltaren. At the 60 month postoperative e valuation, the patient had ongoing neck pain with radicular pain in the shoulder, arm and hand. There was no sign of nerve root compression. The patient continued with pain management. No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Unknown devices of multiple part/lot numbers were implanted during the procedure including: part: 876-713 / lot: unknown (x6); part: 976-147/ lot: unknown; unknown allografts, 15x13x10 (x2) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.